Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It is reported that the impaction head fractured off from the jig during impaction of the nail.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. The head was received for evaluation. The dimensions taken were within specification. It was found that the head is fractured below the threaded portion and that dents and scratches are visable on the head. The device history records were reviewed and no deviations or anomalies were identified. This impaction head is used for treatment. Evaluation of this part revealed that this reported issue has been addressed under previous corrective and preventive actions. The part related to this complaint was manufactured before the corrective action was implemented. The most likely cause of the fracture is off-axis impaction and repeated impact loading on the strike surface. It is also noted that the instrument was in use approximately 6 years with unknown usage history combined with the witness marks and scuffs on the device which show that the device has been extensively used; which could indicate that normal wear and tear could be a contributing factor.